Manufacturer narrative:
Section e3 correction manufacturer's investigation conclusion: the reported event of bleeding between the inflow cannula and the apical cuff was confirmed through an onsite abbott representative; however, a specific cause for the event could not be conclusively determined through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 also provides steps on adjusting the orientation of the pump if the pump requires adjustment following the initial connection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed (as well as records in the manufacturing execution system) and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when pump was locked into place, bleeding was noted from in between inflow and apical cuff. Additional sutures were added but bleeding persisted. Blood was visualized at the point where the cuff lock mates with the pump. Surgeon tied an umbilical tape around the inflow cannula filling the gap between the cuff lock and apical cuff. Bleeding immediately ceased. Of note, this was a pump with the new apical seal. Via video monitor, the bleeding was pulsatile with each contraction and was coming from where the cuff lock mates with the apical cuff. It was not profuse but enough to notice. The surgeon had noted this type of bleeding for quite a while and had used umbilical tape to seal the gap in between the inflow and cuff. The surgeon used this technique again this time and the bleeding stopped. The patient was off bypass and protamine was given. There was no difficulty at all inserting the pump or closing the cuff lock. The pump was connected only once to the apical cuff. The pump was not removed or cuff lock dis-engaged. Standard apical cuff with 12 pledgeted mattress sutures were sewed than cored. In the past, the surgeon had slightly rotated the pump on the cuff to create more of a seal, but it was not seen to be done this time.